Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('severe tubal pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity/ severe allergic reaction to the metal the medical device is made of"), urinary tract infection ("urinary problems/ utl"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), urticaria ("severe skin welts/rash, swelling of welts, face, glands"), pruritus ("itching") and feeling hot ("hot sensation"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6)2019. At the time of the report, the adnexa uteri pain, allergy to metals, urinary tract infection, autoimmune disorder, fatigue, dyspareunia, urticaria, pruritus and feeling hot outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, autoimmune disorder, dyspareunia, fatigue, feeling hot, pruritus, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: normal hysterosalpingogram. Post-essure with bilateral isthmic tubal occlusion. No dye spillage bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe tubal pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity/ severe allergic reaction to the metal the medical device is made of"), urinary tract infection ("urinary problems/ utl"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), urticaria ("severe skin welts/rash, swelling of welts, face, glands"), pruritus ("itching") and feeling hot ("hot sensation"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, urinary tract infection, autoimmune disorder, fatigue, dyspareunia, urticaria, pruritus and feeling hot outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, fatigue, feeling hot, pelvic pain, pruritus, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: normal hysterosalpingogram. Post-essure with bilateral isthmic tubal occlusion. No dye spillage bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.